Event description:
The advocate stated the customer's blood glucose readings had been higher than usual. While troubleshooting, the advocate performed a control test and received a result of 414 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.